Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump leaking 5 fu". Patient arrived at the cancer clinic with the leaking point in tubing wrapped in gauze. The leaking point in the tubing was the first enlarging graduation point in the tubing infusing to the patient, this is the first enlarging graduation point prior to the second point, and then lastly the female luer lock connector equa shield attachment end point. It was reported less than 19 ml was left in the pump, the pump was disconnected and port the flushed. Medication being infused was 5fu. No patient injury reported.